Manufacturer narrative:
Reporter is a j&j employee. A device history record (DHR) review was conducted: visual inspection: the complaint device lcp drill sleeve (product code: 323.042, lot number: l364829) was returned to cq (B)(4) for investigation. The drill bit was found stuck inside the drill sleeve. No other issues were identified. Functional test: the device could not be disassembled even after many tries during investigation. It appears the drill bit has gotten jammed inside the sleeve. Can the complaint be replicated with the returned device(s)- yes, complaint condition can be replicated. Dimensional inspection: complaint relevant dimension could not be measured due to the being stuck together. Document/specification review: the date of manufacture for the device was not available, hence current revision of the drawing was reviewed. Complaint confirmed: yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the drill bit had gotten stuck inside the sleeve resulting in the complaint condition. A definitive assignable root cause of this could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 323.042. Lot: l364829. Manufacturing site: (B)(4). Supplier: n/a. Release to warehouse date: 22 may 2017. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the products have quality failure. This report is for one (1) lcp drill sleeve 5 f/drill bit ø4.3. This is report 1 of 1 for complaint (B)(4).